Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the black box shows eaw-170 - exceeds max 2 hour limit warning on (B)(6) 2016 at 18:44. Pump retuned with max 2-hour delivery set to 16.0 u. Pump history shows a manually programmed 4.0u bolus on (B)(6) 2016 at 18:23 and a manually programmed 6.0u bolus on (B)(6) 2016 at 18:07. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. No hypersensitive keys were observed on keypad. No eaw¿s occurred during testing. Investigators were unable to duplicate the complaint.